Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints about this device. This pump underwent routine maintenance testing. It was detected the pump's flowrate failed the specification. Consequently, the pump was adjusted back to acceptable flow rate specification. The recalibration has successfully addressed the issue. No patient was involved as it was a routine maintenance.

Event description:
On 03/15/2024, zyno medical received a report that a pump had failed flow rate during preventive maintenance testing. The pump was received on 03/15/2024. After the pump is calibrated back to an acceptable specification. It is operational. No patient was involved as it was discovered during testing.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. No patient involvement was reported.